Event description:
Additional information received reported that the patient met with the health care professional once and was advised to keep the stimulation off for now. The patient had an appointment three days later to discuss on point.

Manufacturer narrative:
Product ID 3986a lot# n329504, implanted: 2013 (B)(6); product type lead product ID 3986a lot# n229140, implanted: 2013 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6);: product type extension product ID 37754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had an appointment scheduled with the health care professional for (B)(6) 2014.

Event description:
Additional information received reported that point lead was discussed with the patient and at that time, the system still remained off. It was noted that there were no changes.

Event description:
Additional information received reported that it was not determined if the seizure was due to stimulation. It was noted that the patient started to use his stimulation again and as of the day of the report, there were no issues. It was noted that the patient was moving forward with an on-point lead.

Event description:
It was reported that the patient was in a reprogramming session on the afternoon of the report and while adjusting the stimulator, the patient appeared to have a seizure. It was noted that the patient was still in the emergency room and would have a head computerized tomography (CT) scan. It was noted that the event occurred at the hospital and that the patient was able to recognize the reporter and was coherent. It was noted that the patient had two surgical leads from (B)(6) 2013 that are used for motor cortex stimulation and were beneath the skull on top of the dura. It was further reported that no malfunctions were seen and the cause was unknown. It was noted that the patient was in the process of getting a follow-up scheduled with the health care professional. The reporter noted that the patient was doing fine at the time of the report. The patient had the stimulator turned off and would not be using it again until his follow-up.